Manufacturer narrative:
Beckman coulter studies determined that metamizole (dipyrone) interferes with beckman coulter synchron creatinine standardized (cr-s) assay: interference seen with 4 mg/ml dipyrone (5x daily dose) was a negative bias of 8.7%. Beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
Metamizole (dipyrone) has been identified as an undocumented interferent which may cause false low creatinine standardized (cr-s) results. No external customer complaints have been received for this particular issue. No results were reported outside the laboratory. There was no report of change in patient treatment in connection with this event.